Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5079393) on 07-sep-2018. The most recent information was received on 28-aug-2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp / stabbing pelvic pain / chronic pelvic pain / extrime pain') and fatigue ('extrime debilitating fatigue') in a 37-year-old female patient who had essure (batch no. 50701223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didn¿t undergo test". Concomitant products included bupropion, naproxen sodium (aleve), sertraline hydrochloride (zoloft) and vitamins nos (multivitamin). On (B)(6) 2015, the patient had essure inserted. In 2018, the patient experienced lower limb fracture ("broken leg"), 2 years 11 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("bleeding"), cerebral disorder ("diminished brain function"), fatigue (seriousness criterion disability), gallbladder disorder ("gallbladder problems / gallbladder issues"), abdominal pain lower ("cramping"), vulva cyst ("labial cyst"), bacterial vaginosis ("bacterial vaginosis"), hot flush ("hot flashes"), night sweats ("night sweats"), uterine inflammation ("uterine inflammation"), ovulation pain ("painful ovulation"), dysmenorrhoea ("painful periods"), dyspareunia ("painful intercourse"), incontinence ("incontinence"), micturition urgency ("urgent urination"), vulvovaginal pain ("vulvodynia"), abdominal pain upper ("abdominal fluttering"), neck pain ("pain in neck"), arthralgia ("pain in hips"), spinal pain ("pain in spine"), pain ("all over body aches"), nausea ("nausea daily"), vomiting ("vomit occasionally"), abdominal distension ("gas bloating"), dysgeusia ("metallic taste in mouth"), gastrointestinal disorder ("bowel issues"), migraine ("migraines"), headache ("headaches"), dizziness ("dizziness"), paraesthesia ("tingling sensations / tingling in extremities / brain shock (interpreted as tingling)"), neuralgia ("nerve pain"), feeling abnormal ("extrime brain fog"), anxiety ("anxiety"), mood swings ("mood swings"), depression ("depression"), tinnitus ("ringing in ears"), hypoaesthesia ("numbness"), allergy to metals ("nickel allergy"), tremor ("tremors / shakiness"), increased tendency to bruise ("unexplained / easy bruising"), hidradenitis ("hidradenitis suppurativa"), pruritus ("skin itching"), palpitations ("heart palpitations"), alopecia ("hair loss"), hair colour changes ("greying hair"), tooth disorder ("dental issues"), insomnia ("insomnia"), muscle spasms ("muscle spasms"), vision blurred ("blurred vision"), vitreous floaters ("floaters"), hyperhidrosis ("excessive sweating"), dry skin ("dry skin"), dry eye ("dry eyes"), hair texture abnormal ("dry hair"), muscular weakness ("muscle weakness"), gait disturbance ("unsteady gait") and plantar fasciitis ("plantar facials") and was found to have blood glucose fluctuation ("inability to maintain blood sugars") and weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disorder - type of disorder:"), menorrhagia ("abnormal heavy menses/ menorrhagia"), dyspepsia ("heartburn"), hair growth abnormal ("hair growing in new places"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("abnormal bleeedin (vaginal)"). The patient was treated with 2 teeth pulled and needed bone grafts and surgery (da vinci laparoscopic supracervical hysterectomy, bilateral salpingectomy,cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, cerebral disorder, fatigue, gallbladder disorder, abdominal pain lower, menorrhagia, vulva cyst, bacterial vaginosis, hot flush, night sweats, uterine inflammation, ovulation pain, dysmenorrhoea, dyspareunia, incontinence, micturition urgency, vulvovaginal pain, abdominal pain upper, neck pain, arthralgia, spinal pain, pain, nausea, vomiting, abdominal distension, dysgeusia, dyspepsia, gastrointestinal disorder, migraine, headache, dizziness, paraesthesia, neuralgia, feeling abnormal, anxiety, mood swings, depression, tinnitus, hypoaesthesia, allergy to metals, tremor, increased tendency to bruise, blood glucose fluctuation, hidradenitis, pruritus, palpitations, alopecia, hair growth abnormal, hair colour changes, tooth disorder, insomnia, weight increased, muscle spasms, vision blurred, vitreous floaters, hyperhidrosis, dry skin, dry eye, hair texture abnormal, muscular weakness, gait disturbance, plantar fasciitis, lower limb fracture, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, bacterial vaginosis, blood glucose fluctuation, cerebral disorder, depression, dizziness, dry eye, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, feeling abnormal, gait disturbance, gallbladder disorder, gastrointestinal disorder, genital haemorrhage, hair colour changes, hair growth abnormal, hair texture abnormal, headache, hidradenitis, hot flush, hyperhidrosis, hypoaesthesia, incontinence, increased tendency to bruise, insomnia, lower limb fracture, menorrhagia, micturition urgency, migraine, mood swings, muscle spasms, muscular weakness, nausea, neck pain, neuralgia, night sweats, ovulation pain, pain, palpitations, paraesthesia, plantar fasciitis, pruritus, spinal pain, tinnitus, tooth disorder, tremor, uterine inflammation, vision blurred, vitreous floaters, vomiting, vulva cyst, vulvovaginal pain and weight increased with essure. The reporter considered abdominal pain, autoimmune disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: consumer mentioned disability/permanent damage, required intervention, and other serious event as event outcome, however she did not specify it. Discrepancy noted in insertion date in previous version it is given as (B)(6) 2015 now, it is reported as (B)(6) 2015. As per pfs event onset of pain and bleeding: (B)(6) 2015 prior to essure insertion date. Lot number: 50701223 manufacturing date: 2012/11 expiration date: 2015-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5079393) on 07-sep-2018. The most recent information was received on 21-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp / stabbing pelvic pain / chronic pelvic pain / extreme pain') and fatigue ('extreme debilitating fatigue') in a (B)(6) female patient who had essure (batch no. 50701223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didn¿t undergo test". Concomitant products included bupropion, naproxen sodium (aleve), sertraline hydrochloride (zoloft) and vitamins nos (multivitamin). On (B)(6) 2015, the patient had essure inserted. In 2018, the patient experienced lower limb fracture ("broken leg"), 2 years 11 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("bleeding"), cerebral disorder ("diminished brain function"), fatigue (seriousness criterion disability), gallbladder disorder ("gallbladder problems / gallbladder issues"), abdominal pain lower ("cramping"), vulva cyst ("labial cyst"), bacterial vaginosis ("bacterial vaginosis"), hot flush ("hot flashes"), night sweats ("night sweats"), uterine inflammation ("uterine inflammation"), ovulation pain ("painful ovulation"), dysmenorrhoea ("painful periods"), dyspareunia ("painful intercourse"), incontinence ("incontinence"), micturition urgency ("urgent urination"), vulvovaginal pain ("vulvodynia"), abdominal pain upper ("abdominal fluttering"), neck pain ("pain in neck"), arthralgia ("pain in hips"), spinal pain ("pain in spine"), pain ("all over body aches"), nausea ("nausea daily"), vomiting ("vomit occasionally"), abdominal distension ("gas bloating"), dysgeusia ("metallic taste in mouth"), gastrointestinal disorder ("bowel issues"), migraine ("migraines"), headache ("headaches"), dizziness ("dizziness"), paraesthesia ("tingling sensations / tingling in extremities / brain shock (interpreted as tingling)"), neuralgia ("nerve pain"), feeling abnormal ("extreme brain fog"), anxiety ("anxiety"), mood swings ("mood swings"), depression ("depression"), tinnitus ("ringing in ears"), hypoaesthesia ("numbness"), allergy to metals ("nickel allergy"), tremor ("tremors / shakiness"), increased tendency to bruise ("unexplained / easy bruising"), hidradenitis ("hidradenitis suppurativa"), pruritus ("skin itching"), palpitations ("heart palpitations"), alopecia ("hair loss"), hair colour changes ("greying hair"), tooth disorder ("dental issues"), insomnia ("insomnia"), muscle spasms ("muscle spasms"), vision blurred ("blurred vision"), vitreous floaters ("floaters"), hyperhidrosis ("excessive sweating"), dry skin ("dry skin"), dry eye ("dry eyes"), hair texture abnormal ("dry hair"), muscular weakness ("muscle weakness"), gait disturbance ("unsteady gait") and plantar fasciitis ("plantar facials") and was found to have blood glucose fluctuation ("inability to maintain blood sugars") and weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disorder - type of disorder:"), menorrhagia ("abnormal heavy menses/ menorrhagia"), dyspepsia ("heartburn"), hair growth abnormal ("hair growing in new places"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with 2 teeth pulled and needed bone grafts and surgery (da vinci laparoscopic supracervical hysterectomy, bilateral salpingectomy,cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, cerebral disorder, fatigue, gallbladder disorder, abdominal pain lower, menorrhagia, vulva cyst, bacterial vaginosis, hot flush, night sweats, uterine inflammation, ovulation pain, dysmenorrhoea, dyspareunia, incontinence, micturition urgency, vulvovaginal pain, abdominal pain upper, neck pain, arthralgia, spinal pain, pain, nausea, vomiting, abdominal distension, dysgeusia, dyspepsia, gastrointestinal disorder, migraine, headache, dizziness, paraesthesia, neuralgia, feeling abnormal, anxiety, mood swings, depression, tinnitus, hypoaesthesia, allergy to metals, tremor, increased tendency to bruise, blood glucose fluctuation, hidradenitis, pruritus, palpitations, alopecia, hair growth abnormal, hair colour changes, tooth disorder, insomnia, weight increased, muscle spasms, vision blurred, vitreous floaters, hyperhidrosis, dry skin, dry eye, hair texture abnormal, muscular weakness, gait disturbance, plantar fasciitis, lower limb fracture, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, bacterial vaginosis, blood glucose fluctuation, cerebral disorder, depression, dizziness, dry eye, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, feeling abnormal, gait disturbance, gallbladder disorder, gastrointestinal disorder, genital haemorrhage, hair colour changes, hair growth abnormal, hair texture abnormal, headache, hidradenitis, hot flush, hyperhidrosis, hypoaesthesia, incontinence, increased tendency to bruise, insomnia, lower limb fracture, menorrhagia, micturition urgency, migraine, mood swings, muscle spasms, muscular weakness, nausea, neck pain, neuralgia, night sweats, ovulation pain, pain, palpitations, paraesthesia, plantar fasciitis, pruritus, spinal pain, tinnitus, tooth disorder, tremor, uterine inflammation, vision blurred, vitreous floaters, vomiting, vulva cyst, vulvovaginal pain and weight increased with essure. The reporter considered abdominal pain, autoimmune disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: consumer mentioned disability/permanent damage, required intervention, and other serious event as event outcome, however she did not specify it. Discrepancy noted in insertion date in previous version it is given as (B)(6) 2015 now, it is reported as (B)(6) 2015. As per pfs event onset of pain and bleeding: (B)(6) 2015 prior to essure insertion date. Most recent follow-up information incorporated above includes: on 21-aug-2020: mr received: case updated to serious category, removal details updated in event pelvic pain and removal date added and reporter information added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.